Event description:
I underwent (uae) at the hospital on the prescription and advice of my obgyn. Dr wanted to perform a myomectomy for fibroid tumors, but I was hesitant to have an unnecessary surgery performed, since I wanted to have a child. I wanted desperately to preserve my fertility. After the procedure, I had hot flashes, night sweats, and lack of a menstrual period for about (7) seven months. When my period did come back, it was light and almost nonexistent. I didn't see the period on a consistent basis, and I believe my ability to have a child has been impaired by this procedure. I would like to have the procedure reversed, but so far, doctors tell me I can't.